Event description:
Reportedly, during a follow-up performed on (B)(6) 2021, the magnet rate of the pacemaker was 96bpm and the battery impedance was 2.21kohms. The estimated residual longevity was 2 years. The automatic ventricular auto-threshold function was activated during the follow-up. During the standard follow-up performed on (B)(6) 2021, the ventricular autothreshold measurements were deemed unreliable. The ventricular pacing output had been programmed at 5v for approximately 5 months. The magnet rate was at 90bpm, the battery impedance was 7.18kohms. The estimated residual longevity was inferior to 3 months. The device was replaced on (B)(6) 2021. Preliminary analysis revealed that, based on the provided patient files, normal battery depletion occurred according to hrs guidelines.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2021, the magnet rate of the pacemaker was 96bpm and the battery impedance was 2.21kohms. The estimated residual longevity was 2 years. The automatic ventricular auto-threshold function was activated during the follow-up. During the standard follow-up performed on (B)(6) 2021, the ventricular autothreshold measurements were deemed unreliable. The ventricular pacing output had been programmed at 5v for approximately 5 months. The magnet rate was at 90bpm, the battery impedance was 7.18kohms. The estimated residual longevity was inferior to 3 months. The device was replaced on (B)(6) 2021. Preliminary analysis revealed that, based on the provided patient files, normal battery depletion occurred according to hrs guidelines.